Event description:
It was reported that during an procedure, the tissue pad fell into the patient. The fallen piece was removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Our instruction insert states: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad." Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.